Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the six month follow up appointment, the closure device was noted to be shifted proximal with a leak under the fabric. The closure device was scheduled to be explanted on (B)(6) 2023. It was further reported that the appointment where the migration was discovered was 151 days post index procedure. The closure device was still in contact with the laa and sitting in a proximal position. No defect to the fabric itself was noted. The patient was placed back on oral anticoagulants following this event. The closure device was attempted to be retrieved percutaneously on (B)(6) 2023, but this attempt was unsuccessful. The surgical removal of the closure device was cancelled, and the patient was discharged on (B)(6) 2023. The physicians intend to further evaluate options before a surgical procedure for this patient. The patient was to remain on anticoagulation.

Manufacturer narrative:
B3: date of event - updated based on additional information. B5: describe event or problem - updated to include additional details. B7: other relevant history- updated to include additional details. H6: impact codes- updated to remove the explantation code as the device was not yet explanted.

Manufacturer narrative:
Date of event - estimated as six months after to the procedure date as the event was noticed at the six month follow up.

Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the six month follow up appointment, the closure device was noted to be shifted proximal with a leak under the fabric. The closure device was scheduled to be explanted on (B)(6) 2023.